Event description:
It was reported that during a lap cholecystectomy procedure, the tissue pad was detached and there was no piece that fell into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.